Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The physician implanted a 3.5x12mm taxus express2 stent in the ostial right coronary artery (rca). The vessel was not tortuous, was calcified, and was 3.5mm in diameter. The stent was post dilated with an unknown size and type balloon. The stent was well apposed and fully deployed. No pt complications were reported. Antiplatelet therapy was administered 6 months post procedure, with asa continued indefinitely. Other medications used post procedure included hypoglycemics, beta blockers, and statins. Approximately three years later, the pt presented with critical focal in-stent restenosis. The re-stenosis was treated with a quantum maverick balloon of unknown size and a non-bsc drug eluting stent of unknown size was deployed in the rca. No pt complications were reported. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.